Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited back up vvi operation. No medical intervention was performed. The patient&#38112;condition post event was fine.

Manufacturer narrative:
(B)(4). No conclusion code available. Upon received, communication could not be established between the device and the programmer due to the battery depletion. The reset observed in the field was due to a depleted battery. Battery depletion was caused by an internal battery anomaly. However, the implant date and the session record on the event date were requested from the field and were not available. The duration of the device implant is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the device was explanted. No additional information was available.